Event description:
While setting up a table for delivery, rn was unable to steriley drop the packing sponge onto the table because it was stuck in its packaging. Appeared to have excess glue on the packaging. Another sterile sponge from the same lot number was used for the delivery set-up.